Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. This complaint can be confirmed. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that two of the customer¿s bio intrafix tapered screws 6-78mm x 30mm broke during the case. The case was completed by removing the broken implants and debris and using another like device in the same bone hole. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10641. (B)(4).

Event description:
The sales rep reported via phone that two of the customer¿s bio intrafix tapered screws 6-78 mm x 30 mm broke during the case. The case was completed by removing the broken implants and debris and using another like device in the same bone hole. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.